Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Troubleshooting was performed and insulin did exit during a fixed prime. The customer then performed a manual prime and insulin exited. It was explained to the customer that the alarm was caused by an occlusion related to the set and/or reservoir. The customer changed out the set completely to try and deliver a bolus and received no delivery alarm. Customer's blood glucose was 154 mg/dl the customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.